Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation system error 2367 during dwell 4 of 4. The technical service representative (tsr) instructed the home patient (hp) to end therapy. The tsr assisted the hp to end therapy. The hp stated there were no other alarms and the hp would do a manual drain. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2367 alarm. The hp did a manual drain and resumed therapy on the cycler the following night. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Upon further investigation the original alarm reported was a system error 2240 (air in line) alarm. A system error 2367 is an alarm that is due to a previous system error alarm that ends the therapy on the homechoice.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to lack of sample. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.